Manufacturer narrative:
It was reported by the customer that "a thread of a gauze 4x8 tray come apart inside of a patient during a case". It was reported that it was "immediately found and removed". A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Thread came apart in patient.